Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received a single inappropriate shock due to oversensing, reportedly while bending over; additionally one untreated episode was also observed. Clinical information states the system was then reprogrammed to the primary sensing vector and the patient received medication adjustments; all while admitted to the ICU. Boston scientifics technical services was also contacted for root cause troubleshooting, at which time guidance was provided to include x-rays of the implanted system and postural change evaluations. No additional adverse patient effects were reported and to date, this device remains implanted and in service.

Event description:
Approximately one year later, the patient received another inappropriate shock while riding a bike. The patient was close to a local hospital when the shock occurred and elected to seek medical assistance, post shock. The patient reported no previous symptoms prior to the shock delivery. Data was reviewed and programming changed to the primary vector. No further intervention was required.